Event description:
Subsequently, additional information was received that a successful repositioning procedure took place, and there were no complications.there were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.